Event description:
Patient underwent a pacemaker insertion in january, 1994 for complete heart block with severe bradycardia. Pt. Had episodes of near syncope on 4/96 at which time he had a pacemaker malfunction that was corrected by reprogramming. Since then he has been asymptomatic. On 1/20/97 he developed near syncope and was taken to the ed where he was found to be in complete heart block second to pacemaker malfunction. There was atrial sensing but no ventricular capture. He was admitted and taken to surgery on 1/20/97. The ventricular lead was tested at 1.0 msec; had threshold of 3.5 volts with 7.4 m amps equivalents. A new ventricular lead was placed.